Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR submitted were not populated as required. The following sections have been updated accordingly. Adverse event and/or product problem: adverse event. Outcomes attributed to adverse event: required intervention. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol), model zma00 7.5 diopters, was implanted on (B)(6) 2016. The patient returned on (B)(6) 2017 to reposition the lens due to blurry vision. The doctor reported that he feels he damaged the lens by scratching it during the repositioning procedure. Therefore, the patient returned (B)(6) 2017 to have the lens explanted and had another lens of the same lens model and diopter implanted. Patient is doing fine. There was no incision enlargement or vitrectomy during the explant. The product will not be returned. No additional information was provided.